Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic for a follow-up, the physician was informed of a vibratory alert. It was noted upon interrogation that the alert was due to an out of range high voltage lead impedance measurement. The measurements in the trend were normal. The lead impedance measurements in-clinic were normal. The physician reprogrammed the device.